Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During a review of the device history touchscreen fail and invalid ID errors were noted. Further testing found corrosion on the touchscreen. The probable cause the touchscreen not responding was corrosion due to contamination from fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen was not working and would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.